Event description:
It was reported that the insulin pump required frequent battery changes and alarmed no delivery inexplicably. The blood glucose reading was not provided. The customer declined assistance for the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.